Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had issues with threshold suspend alarm going off. It was reported that the device said the customer was 120mg/dl, but they were really 200mg/dl. It was reported that the customer tried to calibrate, but received calibration error. It was reported that the sensor would be replaced and returned for analysis.